Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this brady lead was an attempted implant due to a suspected fracture. During the procedure, the lead required the maximum numbers of turns recommended per label to extend the helix. Upon placement, the implanting physician suspected the lead had fractured due to loss of capture (loc). The field representative stated it appeared there was capture from the ring to the patient's skin. The lead was removed/replaced prior to pocket closure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this brady lead was an attempted implant due to a suspected fracture. During the procedure, the lead required the maximum numbers of turns recommended per label to extend the helix. Upon placement, the implanting physician suspected the lead had fractured due to loss of capture (loc). The field representative stated it appeared there was capture from the ring to the patient's skin. The lead was removed/replaced prior to pocket closure.